Event description:
It was reported that during use, the suction line detached from the tracheal tube. There was no patient harm reported. The tracheal tube was replaced. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).